Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision, wherein the ipg was moved from the left hip to the left abdomen. The patient was doing well following the procedure.